Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial with residue on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -13.50/+2.0/099 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to lens rotation not associated to a low vault. The lens was exchanged for a different model/same length/different diopter lens and the problem was resolved.